Event description:
Patient revised for pain, polyethylene wear of tibial insert noted.

Event description:
During investigation, found this to be a duplicate.

Manufacturer narrative:
During investigation found this to be a duplicate of 1818910-2012-00073. This complaint is being rejected.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.